Manufacturer narrative:
The product was returned for analysis. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during set up, the foot control turned on by itself when the device was at rest/inactive. There was no patient impact.

Manufacturer narrative:
Additional information was received; indicating the foot control activated immediately when plugged in to the ipc. (B)(4). (B)(6). Device evaluation has been completed. Evaluation found no fault with the device. The device was tested to all manufacturing product specifications and returned to the customer. (B)(4).

Event description:
Additional information was received; indicating the foot control activated immediately when plugged in to the ipc.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.